Event description:
Had massive pain like fire/ knee burning the night of second synvisc injection [injection site joint pain] ([condition aggravated]). Like it damaged a nerve all the way down to his foot [nerve damage] ([numbness in leg]). Case narrative: initial information received on 15-apr-2025 regarding an unsolicited valid serious case received from a patient. This case involves a 71-year-old male patient who had massive pain like fire/ knee burning the night of second synvisc injection and like it damaged a nerve all the way down to his foot with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medication(s), vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection, strength: 16 mg/2ml, dose, frequency, route and indication: unknown. First time product used: no. Reporter stated back in (B)(6) 2024 he received a synvisc injection in his right knee. 2 weeks later he received a second injection. He said after that he experienced massive pain like fire (injection site joint pain) (condition aggravated) (event onset date: 21-nov-2024, latency: same day) (unknown batch number and expiry date), like it damaged a nerve all the way down to his foot (nerve injury) (event onset date: 2024, latency: unknown) (unknown batch number and expiry date). He said he got a knee replacement but his foot was still numb (hypoaesthesia) (event onset date: 2024, latency: unknown) (unknown batch number and expiry date). Could synvisc affect nerves. Mia (unknown abbreviation) transferred consumer who reported knee burning the night of second synvisc injection (injection site joint pain) (event onset date: 21-nov-2024, latency: same day) (unknown batch number and expiry date), he stated it started that night and for several days he had to suffer through it without pain medication. The orthopedic surgeon did a total knee replacement after this but his symptoms still persisted. He said the bottom of his foot feels numb and he could not feel it when he puts his shoe on. He said he had the sensation from the knee down. First time product used: no. Information regarding batch number and expiry date corresponding to the one at the time of event occurrence has been requested. Action taken: unknown for all events. Corrective treatment: knee replacement done for injection site joint pain and not reported for other events. At time of reporting, the outcome was not recovered / not resolved for all the events. Seriousness criteria: intervention required for injection site joint pain. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on (B)(6) 2025 with summarized conclusion as no assessment possible. Additional information was received on 25-apr-2025 from the quality department: ptc number, details and results were added. Verbatim for event injection site joint pain was updated. Text was amended.